Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the customer needed assistance from their hcp. The customer administered a manual injection of insulin to address elevated blood glucose and continued to use the pump for insulin therapy.